Manufacturer narrative:
Update: the device was returned to conmed and due to this the following fields were updated:type of investigation: changed from device not returned to device returned. Investigation findings: changed from no findings to fracture problem. D9: changed from no to yes h3: changed from no to yes. Reported event is confirmed. Customer event ¿part of the trocar broke off during the operation¿ was confirmed based on device evaluation. Received one ias5-100lp in original packaging. Lot number was verified. Performed a visual inspection, the complaint has been confirmed the trocar attachment is broken off from the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 29 complaints, regarding 29 devices, for this device family and failure mode. During this same time frame 1,089,960 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures this issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias5-100lp, airseal 5/100mm port, was being used on (B)(6) 21 during an unknown procedure and part of the trocar broke off. There was no report of impact or injury to the patient. There was a 15 minute delay and the procedure was completed. After further assessment it was found that ¿a part fell in and was taken out again with a special / suitable instrument¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 29 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures this issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias5-100lp, airseal 5/100mm port, was being used on (B)(6) 2021 during an unknown procedure and part of the trocar broke off. There was no report of impact or injury to the patient. There was a 15 minute delay and the procedure was completed. After further assessment it was found that ¿a part fell in and was taken out again with a special / suitable instrument¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, ias5-100lp, airseal 5/100mm port, was being used on (B)(6) 2021 during an unknown procedure and part of the trocar broke off. There was no report of impact or injury to the patient. There was a 15 minute delay and the procedure was completed. After further assessment it was found that ¿a part fell in and was taken out again with a special / suitable instrument¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional FDA product code: gcj. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.